Event description:
It was reported that following a fall and motor vehicle accident the pt experienced an undesirable change in stimulation with pain at the stimulator site and intercoastal neuralgia. It was determined that the pt's leads had dislodged and migrated. The pt underwent a lead revision. The pt recovered without sequela.